Event description:
It was reported that approximately six month post-implant of a bifurcated device, a suprarenal aortic extension, and an infrarenal aortic extension, a follow-up computed tomography (CT) scan revealed a distal type I endoleak of the bifurcated graft distal limb. Reportedly, the CT image showed that apparently the distal end of the main graft left limb had pulled back, causing the observed endoleak. The patient was treated three months later with a limb extension, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Review of the manufacturing records revealed that the lot met all release criteria, with no relevant nonconforming material records that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. Based on the review of the event information and manufacturing records, a definitive root cause could not be determined; and there is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling. Remains implanted in the patient.